Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4; b4; b5; b7; d2; d4; g1; g3; g6; h1; h2; h4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) g2 : foreign country: france. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee surgery and approximately 3 weeks post-op, the patient was revised due to a staphylococcal infection. A debridement was performed. Attempts have been made and all available information has been provided.